Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer via a company rep and forwarded by our local affiliate (B)(4). This case involves an adult male pt (age nos) who received two vials of poly-l-lactic acid (sculptra) in (B)(6) 2008. Relevant medical history includes cheek implants, other fillers, and botox (botulinum toxin type a). Concomitant medications were not mentioned. On an unk date, the pt developed granulomas on the cheek. Corrective treatment, if any, was not reported, but the pt mentioned that he is seeing a plastic surgeon regarding this event. Event outcome was not reported.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.